Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring =600 mg/dl and associated symptoms of nausea, vomiting, extreme drowsiness, polydipsia and polyuria. The patient was reportedly hospitalized and treated with IV fluids. The reporter alleged leakage at the luer lock connection. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with leakage at the luer lock connection.